Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified proximal right coronary artery. The physician advanced the 15mm x 3.00mm apex monorail balloon catheter across the lesion without any resistance. The balloon was inflated one time to 8 atms and ruptured. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)